Event description:
It was reported by the customer that during preparation of co2 console for a procedure, it was observed that it was firing at three different points. There was no patient involved at the time of the observation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device was installed on (B)(6) 2020 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of multiple firing points is defined in the risk documentation. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported by the customer that during preparation of co2 console for a procedure, it was observed that it was firing at three different points. There was no patient involved at the time of the observation.